Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. Interrogation of the device revealed oversensed noise on the right ventricular lead. The noise was reproducible through muscle manipulation. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.